Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 150-178mg/dl fasting. Verified the strips expire 4/15/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 341mg/dl blood test 1:341mg/dl fasting:yes. Blood test 2:n/a. Reviewed meter memory 378mg/dl, n/a 12:00:00 pm, fasting:yes. 372mg/dl, n/a 12:00:00 pm, fasting:yes. 395mg/dl, n/a 12:00:00 pm, fasting:yes. 377mg/dl, n/a 12:00:00 pm, fasting:yes. Customer calling states that she runs the control solution test but the meter is still giving high blood result. Customer states that she just purchase the meter two days ago and the results are high.